Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3387s-40, lot# v132495, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v132495, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that when the patient's right implantable neurostimulator (ins) was interrogated by the clinician programmer a power on reset (por) message was showing. The ins was being replaced and the reporter thought it was near or at end of life (eol), but was not totally sure. The exact cause of the por was not determined and it was unknown if the patient had any symptoms. There were no concerns about the battery longevity. The reporter noted that the healthcare provider (hcp) could provide more information. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed. The indications for use for the implanted device were noted as dystonia, movement disorders, and dbs other.